Manufacturer narrative:
(B)(4). Evaluation: results: (the explanted stent graft was not returned), (rupture), (single stent graft used in the iliac artery), (dilated iliac artery).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7 cm right iliac artery aneurysm approximately 83 months ago. There was no abdominal aortic aneurysm and the remainder of the vessel morphology was not reported. Three years post implant, the aneurysm had enlarged to 11.5 cm in diameter. It was reported that the patient presented with a ruptured right iliac artery aneurysm due to a dilated iliac artery. The decision was made to explant the aneurx iliac stent graft and a dacron graft was sewn in. The explanted stent graft was not returned. No additional clinical sequelae were reported and the patient is fine.